Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer four that failed to stay close. A field service engineer inspected the drawer and found that the inseparable was missing its magnet. A burn mark was observed on the power management controller (pmc). Then replaced the pmc and tested the drawer using the hardware test application to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failure and was wont recognizing it closed. There were no adverse events, injuries or delay reported based on this incident.